Event description:
The patient came to see the surgeon because of the little lump on her belly. The surgeon took a sample and sent it to the lab and discovered it was a piece of the ring (coming from the composix kugel). The patient did not complain about pain but it was because of that strange pump. The patient had her composix kugel implanted in 2005. The surgeon would like to operate on her in june.